Event description:
It was reported that the right ventricular (rv) lead pacing impedance had a gradual increase over the past four months from around 450 ohms to 1885 ohms. The patient was brought into the clinic for further lead troubleshooting, where they were able to observe impedance ranges out of range greater than 2000 ohms. After a pacing at high frequency and output (7.5v at 2.0ms) the impedance decreased to around 1800 ohms stable for more measurements. It was noted that no noise was recorded on egm of the rv channel nor abrupt change in pacing impedance (stable around 1800 ohms). The physician decided to modify alert cutoff of the rv lead impedance to 2500 ohms, and to continue monitoring with remote monitoring system and to schedule a new in-clinic follow-up within 6 months. No adverse patient effects were reported. Additional information was received from the last follow-up appointment. The pacing impedance was rechecked and found to be greater than 3000 ohms, and the pacing threshold doubled from 0.8v to 1.5v at 0.4ms. No change was reported in the plan to continue to monitor via remote monitoring system. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had a gradual increase over the past four months from around 450 ohms to 1885 ohms. The patient was brought into the clinic for further lead troubleshooting, where they were able to observe impedance ranges out of range greater than 2000 ohms. After a pacing at high frequency and output (7.5v at 2.0ms) the impedance decreased to around 1800 ohms stable for more measurements. It was noted that no noise was recorded on egm of the rv channel nor abrupt change in pacing impedance (stable around 1800 ohms). The physician decided to modify alert cutoff of the rv lead impedance to 2500 ohms, and to continue monitoring with remote monitoring system and to schedule a new in-clinic follow-up within 6 months. No adverse patient effects were reported.